Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: per the phone call from the reporter: "I have been getting reports form the nurses that when the vent is left open on the drip chamber, the vent is leaking. It has happened maybe 3 or 4 times. We are infusing taxotere from a bag. It does not leak right away, but after a little while it will." No injury reported.